Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 186024: (B)(4) items manufactured and released on 20-nov-2018. Expiration date: 2023-11-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 24 days after the primary due to wound dehiscence. The surgeon performed a washout and poly-swap and inserted antibiotic beads. The surgery was completed successfully.